Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to a broken solder joint on the c19 capacitor on the defibrillator pca board. The root cause for the broken c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.